Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that during chemotherapy infusion, the maxplus needleless connector disconnected and a leak occurred. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.